Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen is non-responsive. There was no patient involvement.

Manufacturer narrative:
The biomed reported that the touchscreen was replaced and that unit is back in service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.